Event description:
Alleged event: three staplers from this lot misfired. When fired, one side of the staple curled properly to grab the skin but the other side stayed straight and did not properly grab the skin. The staples did not puncture the skin. The pt's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73h1400227 investigation did not show issues related to the complaint. The MFR will continue to monitor and trend related complaints.